Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The instrument is broken.

Manufacturer narrative:
(B)(4). Reported event was confirmed by the actual device evaluation. The oxford femoral drill 6.35 mm 35mm was returned for inspection. The instrument exhibits signs of wear. The drill has been in the field for approximately 5 years and evidently used repeatedly leading to the blunt cutting edge and greater cutting resistance. Additionally, the corner of the lip has to withstand the greatest point pressure. All of these factors resulted in the fracture. A review of the manufacturing history records confirms no abnormalities or deviations that could be related to the reported event. There is no indication, with the information available, that there is any non-conformance in the products as manufactured. The most likely root cause of the reported instrument fracture was wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The instrument is broken.